Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir had air bubbles. Customer's blood glucose value was unknown. Customer stated that an air bubble trapped at the top of the reservoir. The reservoir will be returned for analysis.